Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the needle was separated from the sensor base and unable to perform insertion needle complaint due to customer returned sensor opened and used. Unable to confirm adhesive anomaly due to sensor returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having difficulties inserting sensor. Customer reported that sensor was not sticking and stated that when sensor was removed, there was no needle. Customer stated that there was a little filament, but no needle. Customer was advised that sensor would be replaced.